Event description:
It is reported that a customer experienced diabetic ketoacidosis. The customer's blood glucose was over 600 mg/dl. The customer's wife called in to inquire how to load her husband's insulin pump to carelink. The caller was assisted with the issue. The wife did not want to trouble shoot the pump because she states that the insulin pump may not be the problem. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.